Event description:
It was reported that the patient's device showed that data collection was turned off. The patient stated they had not seen a physician during the time it had been turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.